Manufacturer narrative:
(B)(4). Results and conclusion: advancement of the delivery system into the thoracic aorta. Calcification in the suprarenal aorta.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity; some calcification in the suprarenal aorta; a moderate amount of calcium in the iliacs; no aortic neck angulation; an aortic neck diameter at the renal arteries of 26 mm, and 29 mm at 15 mm below the renal artery; an aortic neck length of 4 cm. It was reported that after deployment, the spindle was recaptured per the IFU; however, the spindle kept getting caught on the suprarenal stent as the nose cone was being recaptured (possibly due to calcium that was preventing the suprarenal stents from complete attachment to the aortic wall). The physician was able to maintain the suprarenal stents in the implanted position during this process. The physician advanced the delivery system into the thoracic aorta (almost to the subclavian and was able to completely recapture the nose cone. The anchoring pin most probably was in some heavy calcification, not in the intima, and that is why it kept getting caught. No clinical sequelae were reported, and the pt is fine.